Event description:
It was reported that there was a right ventricular (rv) lead polarity switch due to low pacing impedance from possible insulation damage. Undersensing was also noted and was corrected by lowering the sensitivity for an appropriate margin. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa implantable pacemaker (B)(6) 2005.